Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u- 100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the tubing. Customer reported using fiasp insulin. Tandem technical support informed the customer that fiasp insulin is off-label. Customer changed tubing and resumed insulin therapy successfully. Customers blood glucose was 226 mg/dl.